Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen went completely blank and insulin pump had blank display. The customer's blood glucose level was 290 mg/dl and current blood glucose is 200 mg/dl and treated with the manual injection. It also reported that display is blank currently and display was not blank less than 30 seconds. It was reported that the customer declined troubleshoot for high blood glucose. The customer was advised to remove battery after insertion of battery, alarm did not display on the pump screen. The customer will not return insulin pump for analysis.